Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth was provided (B)(6). FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw (B)(4). It has not been confirmed which lot # may have been involved. The information for each potential lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 20116053, medical device expiration date: 2023-11-14, device manufacture date: 2020-11-14. Investigation summary: no product or photo was returned by the customer. The customer complaint that the ball dropped but the pump did not alarm occluded as it normally does but drew air into the tubing instead could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 and possible lot number 20116053 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: material no.: 11522558 batch no.: unknown. Oncology patient getting chemo infusion through circle primed tubing with blue ball that normally drops and prevents air from entering tubing. Ball dropped but pump did not beep off occluded as it does normally and instead drew air into the tubing that did not reach the pump before this nurse noticed. Most likely the pump would have alarmed air in line if very large air bubble had gotten to that part, but it might not have and could have caused air embolism and resulted in patient harm summary of biomed check of device work completed. "Found unit in the clean utility room ready for use. Checked unit's condition, failed rate accuracy, preformed rate accuracy calibration and repeated unit verification. All tests passed." There was no harm involved, this was an "unplanned barrier catch".